Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
User facility medwatch # (B)(4). It was reported that a catheter break occurred. Patient was in the critical care unit with pleural effusion necessitating a pleural tap. While the physician was attempting the pleural tap on the patient, the perivac pericardiocentesis catheter snapped in two when trying to suture it. It occurred just outside the chest wall, so the physician was able to grab and remove it. A new kit was obtained, and the new catheter was placed without incident. There were no patient complications.